Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25108899, 25109322 and 25109674 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the camera would not lock into the harvesting cannula on the vasoview 6 pro thus creating an insecure visual during dissection. A replacement device was used to complete the procedure. The hospital did not report any patient affects. This is for device 1 of 3; refer to MFR report number 2242352-2015-00194 and 2242352-2015-00195.